Manufacturer narrative:
(B)(4). Investigation result of fiber broken. One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was broken 23cm from the distal tip. The break was held together by the green jacketing. There was no damage noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. Therefore, the reported complaint could not be confirmed. The most probable root cause for this complaint event is caused by other device as it is likely there was an issue with the complainant console that led to the connection issue, since the fiber connected without issue during analysis. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 5, 2016 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, the laser fiber would not work when connected to the laser unit. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.